Manufacturer narrative:
(B)(4). (Cva).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the 1st diagonal branch. At one month and six month follow-ups, patient was asymptomatic/free of symptoms. It is reported that the patient suffered a transient ischemic attack approximately 7 months post index procedure and was diagnosed with an ischemic stroke. Ischemic stroke diagnosis was based on a radiological evaluation and was confirmed by neurologist. At 1 year and 1.5 year follow-ups, patient was asymptomatic/free of symptoms.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (mi, death) evaluation.conclusions: inherent risk of procedure ¿ (mi, death). (B)(4).

Event description:
It was reported that approximately 50 months post the index procedure, the patient suffered from an mi, unknown if related to the target vessel. The mi was treated with medication. The investigator reported that the mi event was not related to the study stent. Approximately 6 days after the mi, patient death is reported to have occurred, due to cardiopulmonary arrest. It was not assessed whether this event was related to the study stent or procedure.